Event description:
The Permcath came out without having been pulled. The cuff remained inside the child.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation.Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial MedWatch, a follow-up MedWatch will be filed as appropriate.